Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer and spouse reported that the customer was experiencing high blood glucose levels, dizziness, nausea and weakness. The customer was not able to concentrate, and was disoriented. Advised the customer's husband to take her to the ER. The customer was taken to the hosp with a blood glucose reading of 407 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.